Manufacturer narrative:
Examination of the device in the product evaluation laboratory revealed that the cannula appeared unused. The proximal edge of the cannula (that connected to the 3/8" plastic connector) was torn at two locations. These tears were about .3" apart. The tears started at the edge of the cannula and extended about .2". The tears stopped before the tie strap.

Event description:
It was reported that the customer found a slit on the cannula when she inserted the connector before use. No patient complications were reported.